Event description:
A pt in the ICU was undergoing crrt when the machine generated the "malfunction: dpram failure" alarm. The blood pump had been stopped for more than five minutes while the nurse was trouble shooting the alarm, therefore, the nurse did not return the pt's blood resulting in a blood loss of approx 107 ml. The pt's hgb dropped from 8.3 gm/dl to 7.8 gm/dl and the pt was transfused with a unit of blood.

Manufacturer narrative:
The hospital's biomedical technician contacted gambro's technical assistance service to assist with troubleshooting the machine. Gambro's technical assistance service technician recommended calibrating the scales. The outcome of the biomedical technician's inspection of the machine was not made available to gambro. There is no evidence that a gambro product mfg. Gambro does not regard the submittal of this report as an admission of causation or liability.